Manufacturer narrative:
Investigation included a review of device performance based on user feedback. Investigation of this case revealed no device malfunction was identified from the information available and the event was user-reported with cause unclear. It was concluded that the relationship between the device and the hypoglycemic event was inconclusive due to insufficient information and no identifiable device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hypoglycemia after receiving an immunization and expressed concern that the ilet bionic pancreas algorithm could not be adjusted to anticipate temporary insulin needs related to a flu shot, leading to low blood glucose the following day. Symptoms included low blood glucose. Outcomes included user education and troubleshooting were provided.